Event description:
Dexcom representative notified dexcom on (B)(6) 2014 of an out of range symbol on 10/04/2014. Dexcom representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Due to the data not being provided, the reported event of an out of range signal was not confirmed.